Event description:
It was reported that there was a missing component or part with the ordered unit: no patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned by the customer. As a result, a complaint investigation and or product evaluation and problem confirmation cannot be performed. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.